Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed an inverted septum; however, the reported issue could not be verified as the reporter stated a power injection was used. This device is not approved for use with a power injector. The cause of the reported issue was determined to be due to end user error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a interlink connector leaked during a computed tomography scan procedure while injecting isovue contrast into the patient. A power injector was used at an unknown pressure. There was no report of patient injury or medical intervention associated with this event. There was no patient involvement.